Manufacturer narrative:
An investigation is ongoing. (B)(4).

Event description:
A report was received that the device exhibited error codes indicating a loss of communication. The device was reported not in use on a pt when the event occurred. The date of the event was not provided.